Event description:
The advocate stated his brother-in-law received a blood glucose reading of 530mg/dl on the contour next ez, retested on a different meter and received 119mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Initial reporter phone and address were not provided.